Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for sequencing. Next generation sequencing interrogated rh gene exons 1 to 10 and the following allele genotype was identified rhce*ce(ivs2+3133g),rhce*ce. The presence of unpublished variant rhce*c.ivs2+3133a>g prevents binding of one of the ID core xt rhce intron 2 probes which detect c antigen (rhce*c-specific109-bp insert) and consequently the prediction of c positive antigen. ID core xt reported a predicted c- phenotype, due to the presence of rhce*c.ivs2+3133a>g variant which causes an allele drop-out, being the correct predicted phenotype c positive. This false negative result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with a new limitation of ID core xt assay.

Event description:
The customer reported a possible discrepancy. The sample is c- using ID core xt assay but serology reported c+.